Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the hospital and not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "right knee replacement." Add'l info: preoperative note reported that pt has instability. His tibial component was internally rotated. Operative note stated that there was noted to be marked internal rotation deformity of the tibial component. The femur was well fixed, and it was removed with hand instrument. The tibia was loose, and it was removed. The patella was asymmetrically resurfaced. It was removed and prepared for a size 11.